Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that proglide devices were attempted in a calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 10f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of the first attempted device snapped because it was pulled to hard on the rcfa. Additional devices were pre-placed; however, the last device did not achieve hemostasis as the knot did not travel down to the anterior wall of the artery to close. A cut down was performed to achieve hemostasis on the rcfa. In addition, another proglide device was attempted in the lcfa and a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to a 16f and the pevar. Hemostasis was achieved with another proglide in in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.